Manufacturer narrative:
Baxter no longer manufactures the flo-gard pump which had been made to end service. Baxter provided repairs for this pump until (B)(6) 2010; therefore, this pump will not be returned to baxter for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard pump had occlusion alarm. The issue was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.